Event description:
It was reported that while surgeon was sculpting on a very dense lens with a new 21ga needle and had a small thermal injury to the cornea. The incision did seal at the end of the case. No additional information was provided.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : see h10.